Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016, that on (B)(6) 2016, the receiver displayed a hardware error. No additional patient or event information is available. The returned receiver was visually inspected and no defects were found. A hardware error code was observed during a review of the downloaded data log. The reported event of a hardware failure was confirmed. The root cause was determined to be a hardware component failure.